Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was a loss of capture noted on the left ventricular (lv) lead. Diagnostic imaging was performed and revealed that the lead had dislodged. The lead was explanted and replaced and the patient was stable with no consequences.